Manufacturer narrative:
Correction outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage. Visual inspection revealed that the lead bodies were cleanly cut in multiple sections and only one proximal tail was returned. No other anomalies were identified on the distal section of the lead aside from the clean cut damage. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. The reported proximal portion with a broken contact was not returned. X-ray inspection of the returned proximal section found fractured cables in different section of the proximal end. It appears that excessive tensile force was exerted onto the lead resulting in multiple fractured cables.

Event description:
A report was received that during an ipg implant procedure the physician carefully removed the head of the extension and noted a broken contact on the proximal end of the lead. It was stated that it appeared the contact was detached from the silicone. Before inserting the lead into the ipg header, the physician tried to reinsert the lead into the extension to confirm that the lead was broken. When the physician tried to pull the lead out again, it broke into two pieces. At that time, the physician removed the lead and placed a new one. All parts of the broken lead were removed from the patient. Patient is doing well post operatively.

Event description:
A report was received that during an ipg implant procedure the physician carefully removed the head of the extension and noted a broken contact on the proximal end of the lead. It was stated that it appeared the contact was detached from the silicone. Before inserting the lead into the ipg header, the physician tried to reinsert the lead into the extension to confirm that the lead was broken. When the physician tried to pull the lead out again, it broke into two pieces. At that time, the physician removed the lead and placed a new one. All parts of the broken lead were removed from the patient. Patient is doing well post operatively.